Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported cerebrovascular accident (stroke) is a known adverse event listed in the xact instructions for use (IFU). Although, a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.

Event description:
Device issue: none. Adverse event (ae): stroke. Time of ae: post procedure. It was reported via a trial that an xact stent was successfully implanted in the right internal carotid artery. Post procedure, the pt experienced a stroke with right leg weakness and ataxia, aphasia, and slurring of words. Thrombolytic treatment was administered and hospitalization was prolonged. Nine days later, the pt was discharged to a rehabilitation facility in improved condition. No additional info was provided.